Event description:
It was further reported that the patient felt burning at the implantable neurostimulator (ins) site. It was further reported that the burning sensation started a few months prior to the report. Diagnostics were performed and impedance checks were made. Everything showed a normal range. X-rays were taken of both leads and the implantable neurostimulator (ins). There were no malfunctions seen and the cause of the issue was not determined. The patient was not receiving therapy at the time of the report. Additional information was received on (B)(4) 2015 indicating that the patient needed a new system because the old one broke when it was implanted. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 277160001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot # n278581, implanted: (B)(6) 2011, product type accessory. (B)(4).